Event description:
During an implant procedure, the device did not stimulate. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was received for investigation and the battery voltage was at bol level. Electrical and mechanical testing was performed and the device exhibited normal characteristics. Device outputs and capture tests revealed normal results. No anomalies were noted. The reported event was unable to be confirmed.